Event description:
It was reported that the electrocardiogram port on the programmer was too loose to hold the cable. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a loose port and the link electronic module printed circuit board assembly was therefore replaced. Analysis also found a cosmetically damaged printer keyboard and that was also replaced. Concomitant product: product ID 229047, software analyzer. (B)(4).